Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported that the speaker was defective. It is unknown if the device was in clinical use at the time the issue was discovered; no adverse event or patient harm was reported. At the time of this report, it was unknown if the speaker defect was related to an inoperative error (inop), or if the speaker was not producing sound.

Manufacturer narrative:
A good faith effort was performed to confirm if the speaker was not able to produce sound. A response from the customer indicated that the speaker was completely silent and there was a blue inop as soon as the device booted-up. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed that the speaker produced no sound. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The customer was previously provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.